Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2015 with the following findings: during testing, evidence of moisture corrosion was found in the battery compartment. The battery compartment was found to be cracked. The pump failed a leak test due to this. The pump cover was opened and no further moisture was found. Unrelated to the initial complaint, the battery cap had stripped threads. A test cap was used to complete testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.